Event description:
Facility nurse reported a suspected air embolism during treatment on a system 1000 hemodialysis device. The pt complained of chest pains in the early part of the treatment. Foam was then observed past the bloodline clamp and the nurse manually clamped the line. No device alarm was noted. The pt was placed in the trendelenburg position, administered oxygen and placed under observation for three hours.